Event description:
The customer reported to olympus that the colonovideoscope had a blackout of the image that could not be restored. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob did not meet the standard value; due to clogging of the nozzle, the water removal ability did not meet the standard value; the probe cover, scope connector cover unit, suction connector, protector of the universal cord on the suction connector side, universal cord, image guide protector, flexibility adjustment ring, grip, probe cover, switch box, switch 1, adhesive on the distal sheath, connecting tube, control unit, right/left knob, up/down knob, forceps elevator knob and forceps elevator lever were scratched; the indication on the suction connector was peeled; the suction connector was corroded; the suction cylinder was shaved; the adhesive on the distal sheath was chipped and cracked; the suction connector, scope connection cover unit and universal cord were dirty due to water leakage; the light guide lens, scope connection cover unit, control unit and the connecting tube were discolored. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the nozzle was cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.